Event description:
The customer reported that the cannula insertion site is "red, puffy and clearly infected". She indicated that she sleeps on her side and thinks the pod may have possibly "become dislodged from the pod" and "broke off and stayed in her skin". No information about the treatment of the infection was provided. The pod will not be returned for evaluation.

Manufacturer narrative:
The pod will not be returned for evaluation. Unable to confirm the customer's statement that the cannula may have "broke" away from the pod and stayed in her skin. The omnipod user guide instructs pts to check the infusion site daily for signs of infection such as pain, swelling, redness, discharge or heat. If there are signs that the site may be infected, the pt is advised to immediately remove the pod and apply a new one, contact a health care provider and treat the infection according to the health care provider's instructions. No information was provided in the report as to how the infection was treated. It should be noted that a review of insulet's complaint database was conducted - no instances were found where the cannula had broken away from the pod and remained lodged subcutaneously in the user. Subsequently, no prior mdrs have been submitted for this condition. The purpose of this MDR is solely to report on the customer's skin infection. We have no evidence to support the customer's supposition that the cannula may have broken away from the pod.